Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair a-series dual light and found that the reported paint chipping and peeling is attributed to improper cleaning practices by user facility personnel. The operator manual states (8.1), "operator manual maintenance 8.1 cleaning equipment warning-personal injury hazard: do not attempt to clean lighthead unless power is turned off and the lighthead has cooled sufficiently. Caution possible equipment damage: use of any disinfectant solution other than those listed here may cause discoloration or deformation on the lens surface and other system components...". "The use of h2o2 + paa (hydrogen peroxide + peracetic acid) is strongly discouraged for use on all steris products. Always follow manufacturer instructions for concentrations and use of cleaning products. Do not spray any cleaning product directly onto the lighthead, integrated wall control (iwc) or any system components. Clean iwc screen with a clean, lint-free cloth dampened with 90% isopropyl alcohol. For other system components, dampen a clean, soft cloth with the cleaning solution and wring out the excess moisture." A steris account manager counseled user facility personnel on the importance of following proper cleaning practices for their lighthead, especially the cleaning procedures with fully approved cleaning solutions. No additional issues have been reported.

Event description:
The user facility reported that paint on their harmonyair a-series dual light is chipping and peeling. No report of injury.

Manufacturer narrative:
The light of the reported event has been removed from service pending further investigation. A follow-up report will be submitted when additional information becomes available.